Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional from a clinical study reported that the patient had felt dizzy and fell off a trailer, breaking three ribs and an elbow. The deep brain stimulator was on at the time of the event. The patient was prescribed pain killers by a family physician. The specific cause was not determined; patient felt dizzy with stimulation on and closes eyes.